Event description:
The customer reported to baxter (B)(4) on (B)(6), 2010 an incident where a set leaked before a patient was about to give blood. The set looked as if the tubing had partly melted with this blood administration set. This incident occurred during patient use. The patient was not connected to the set. There was no patient injury or medical intervention associated with this report. No additional information was available.

Manufacturer narrative:
The customer returned one actual sample of product code (B)(4), with lot number 10b28v471m for evaluation. The reported condition of a leaking set was unable to be confirmed. Visual inspection revealed that the set was full of solidified blood on the inside of the tubing and chamber and all over the set. Due to the set being contaminated an assignable root cause cannot be determined at this time. Manufacturing personnel were notified of this report. A batch review was performed for the reported lot. The batch review reports no manufacturing abnormalities and the lot was determined to be within manufacturing specifications. This product is manufactured for distribution outside of the u.s. And does not have a 510k number. This incident is being reported because the product is the same as or similar to product distributed within the u.s. (B)(4).